Event description:
It was reported that the micro drill overheated and ran without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the rotor bearings were gritty and that the rotor was not turning properly. The presence of corrosion in the rotor bearings is likely to cause or contribute to the handpiece heating up.